Event description:
Additional information was received that the product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. Other than the output back-up capacitor requirement, (backup caps out of specification, no performance issue/acceptance range changed from time of manufacture), the device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Event description:
Additional information was received that the cause of death was determined to be a possible sudep determined based on the available information and an internal classification.

Event description:
On (B)(6) 2013, follow up was performed to find out why the patient's explanted vns device was returned, and it was found that the patient passed away. The date and cause of death were unknown. No other information was provided. Additional attempts for information have been unsuccessful. The patient's device was returned on (B)(6) 2013. Product analysis was performed on the lead, but the generator is still pending analysis. An analysis was performed on the returned lead portions note that the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.